Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was tested and failed both the homechoice return instrument test / evaluation (rite) electrical test for earth leakage current test and the rite functional test. An internal and external inspection was performed and internal inspection revealed the device pneumatic system was contaminated with fluid which was determined to be the direct cause of the problem. The entire device will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.